Event description:
Procedure type: gastric bypass. According to the reporter: the needle broke in half during the case and was found and removed from the patient cavity. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Device fragment or component fell into the patients cavity, no device fragment or component was left in the patient. A new device was opened.

Manufacturer narrative:
(B)(4).